Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor generated a sensor intensity error on arterial pc02. The user reported that all other features of the monitor functioned as expected, and the error only occurred when attempting to use the arterial sensor. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.